Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The patient alleged lung disease. No further clinical details or medical intervention were reported.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.